Event description:
As reported by the patient¿s attorney, a polyform¿ synthetic mesh (MFR report #3005099803-2015-01141) and a capio pfr kit with polyform mesh (MFR report #3005099803-2015-01154) were implanted into the patient on (B)(6) 2007. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.